Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report cannot be confirmed. The device passed full functional testing. Log review showed that the device advised a shock during the first analysis, while the second and third analyses both resulted in no shock advised. In the third analyses, the segment reported by the customer, the ECG showed very low amplitude activity, including some small peaks, but overall did not meet the algorithm's criteria for either a shock or non-shockable rhythm, resulting in a no match classification and therefore a non-shockable decision. The low signal voltage and inconsistent peak amplitudes made it difficult for the algorithm to accurately assess rhythm characteristics. A post-CPR reanalysis confirmed the same no match outcome. Based on all findings, the device operated as designed and within the limitations of the technology. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.